Manufacturer narrative:
An investigation was performed on retention product from the reported lot number. Retention devices were tested with in-house drug-free donor urine samples. Results were read at 5 minutes and all devices yielded expected negative results for all analytes. No false positive results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. A root cause could not be determined from the available information as retention product performed as expected during in-house testing. Please note, this device provides only a qualitative, preliminary analytical result. A secondary analytical method must be used to obtain a confirmed result. Gas chromatography/mass spectrometry (gc/ms) is the preferred confirmatory method. Complaints are tracked and trended on a monthly basis.

Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on an unspecified date, the patient received preliminary positive results for every drug on the 12 panel icup device. Further information was requested, but no further information was available.